Event description:
It was reported during service at the manufacturer that the remb micro drill continued to run when the trigger was no longer activated. There was no patient involvement and no adverse consequences associated with this event.

Manufacturer narrative:
Upon disassembly for visual inspection corrosion was found on the motor, rotor, spacer and bearing. The rotor was stuck in the motor.